Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis indicated the integrated circuit to have an electrical discontinuity. Hybrid analysis confirmed a telemetry failure condition at the device and hybrid levels. Additional analysis found that the failure was isolated to the radio frequency module (rfm). Current / voltage (I-v) sweeps performed to the rfm were found to be highly resistive. The analysis failure signature is consistent with the cause being the consumption of the nickel vanadium (ni/v) under bump metallurgy (ubm) in the rfm solder bump. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that wireless telemetry could not be established with the attempted cardiac resynchronization therapy defibrillator (crt-d) after having been programmed via the programmer wand. A different device was implanted. The attempted device tested out of specification during manufacturer's analysis. No patient complications have been reported as a result of this event.